Manufacturer narrative:
Upon evaluation of the returned device it was observed that the lockwire was partially pulled back out of the device and there was a kink evident approximately 45mm from the flla on the handle. It is unknown at what point the lock wire assembly was removed, however the cirl research & development engineer commented that it was possibly removed in an effort to get the partially deployed stent to deploy fully. The flexor was noted to be slightly bent. There was a major kink present approximately 141.6cm back from the flla. The cirl research & development engineer commented that although it is impossible to say for sure if this was bent prior to the stent deployment or during it being returned, if it was bent before deployment this would lead to the high deployment force as described by the nurse: ¿the nurse had a lot of difficulty to squeeze the trigger¿. The stent was returned partially exposed approximately 15-20%. It was observed that the directional button was flush and not fully pressed in the deploy mode. A lot of resistance was felt when the handle was actuated. The cirl research & development engineer then pressed the directional button fully in. It was difficult to actuate. The stent was manually re-loaded. It had to be manually completed as the lockwire was partially removed upon return, so the stent was disengaged. When the directional button was fully clicked in and the bend was straightened, the stent deployed with normal force actuating the handle. The cirl research & development engineer commented that when the bend was straightened, the force to deploy the stent and squeeze the trigger was found to be normal, therefore it was likely that the bend happened before stent deployment and caused the high deployment force as described by the nurse. The cirl research & development engineer also commented that during deployment if the handle direction button disengaged this would account for the noise heard by the nurse and the fact it was impossible to deploy the stent ¿she heard a noise into the handle and impossible to deploy the stent¿. The button was found to be disengaged in the evaluation and anecdotally a noise is often heard when this happen, also this button disengaging can be more likely to happen when there is a high deployment force and the handle is hard to squeeze. A definitive cause for the reported issue was unable to be determined as the actual use conditions could not be duplicated in the laboratory setting. However as per the cirl research & development engineer comments, the bend in the flexor happened before stent deployment and caused the high deployment force as described by the nurse. This in turn was the cause of the inability to deploy the stent and the other damage to the device. Also, during deployment if the handle direction button disengaged this would account for the noise heard by the nurse. This button disengaging can be more likely to happen when there is a high deployment force and the handle is hard to squeeze. The customer complaint was confirmed as the flexor was bent, the directional button was not fully engaged, and the stent would not deploy. A review of the manufacturing records for the evo-10-11-8-b device of lot number c1149408 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The nurse had a lot difficulty squeezing the trigger of the evo delivery system. After a few attempts she heard a noise in the handle and it was then impossible to deploy the stent. They decided to take a new device and deployed it with success. Upon examination of the returned device at cook (B)(4) [11-nov-2015] the stent was confirmed to be partially deployed from the delivery system. This event meets the reporting criteria of an FDA MDR report based on the malfunction precedence for this device family for 'deployment issue resulting in exposed stent removed from patient with the delivery system'.